Event description:
On october 23, 2006, the lay user/patient contracted lifescan (lfs) alleging the touch surestep enhanced meter was set to the incorrect unit of measure. The next day, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. Five days earlier at 5:00 pm, the patient obtained the blood glucose reading of 18.8 mmol/l (338 mg/dl) on the reported meter.the pt was unaware of the incorrect unit of measure setting, and misinterpreted as if it was '188 mg/dl.' At the same time, while in the hospital, the patient's blood glucose level was tested to be 346 mg/dl using a one touch surestep flexx meter, and 453 mg/dl by a laboratory method. The patient had been at a physician's office visit, and the physician then directed the patient to be admitted to the hospital. At that time, the patient was experiencing the symptoms of dehydration, headache, nausea, vomiting and chest pains. The patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis (dka). She was treated intravenously with fluids and insulin, and was released four days later. The patient also was diagnosed with a possible mini-stroke. The patient is on an insulin pump, using humalog insulin. The pump doses of insulin were adjusted based on the meter readings. The patient has had this meter for four years, and had no backup meter. The pt tests her blood glucose level seven to eight times per day. The pt has been hospitalized six times in the year 2006, with diagnoses of dka. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient was unaware the meter was set to the incorrect unit of measure, the meter had always been set to the mmol/l unit of measure, and the patient had not entered the meter's settings and changed it. The meter, test strips and control solution were replaced. The patient administered insulin using her pump based on misinterpreted meter readings in the mmol/l unit of measure. The patient experienced hyperglycemic symptoms, was hospitalized with dka, and treated with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for lifescan evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.